Event description:
I used a family member's contact solution. Next usage of my contact lenses caused severe pain and minor chemical burns. Any label with a warning about peroxide and the potential danger was not readily visible on the bottle. This concerns me as a consumer - people when purchase such products without carefully reading the bottle. If a product is this dangerous, it needs to be much, much more clear. Some may not get their contacts out as quickly as I did: (B)(4). May we include your report, including any documents or photographs that you have: no, do not include my report on (B)(4). Product number: i1370194a. Report number: 20130711-3a6d3-2147454277.